Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the belt receptacle was loose. The root cause of the loose receptacle cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable problem was discovered. The belt receptacle was loose.